Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the pacemaker was in backup vvi mode. The patient presented in clinic and noted that they were feeling fatigued. A device download was performed successfully and the device was restored. Patient was stable throughout.